Event description:
Kimberly-clark received a report stating the pilot balloon was completely disconnected from the endotracheal tube. The patient was intubated on (B)(6) 2014 with no complications. The cuff pressures were noted between 24-28 cm/h2o. The registered nurse turned the patient. When she turned the patient back over the pilot line was observed laying on the patient's bed. The patient was extubated and reintubated without incident. No additional information was provided in regards to the patient's status.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).